Event description:
Customer reported via phone call that there is a no delivery alarm. The blood glucose reading is unknown. Customer will return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms noted. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.